Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 days.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a bacterial driveline infection with positive blood cultures. The patient was treated with unspecified drug therapy. The cause of the infection was noted to be due to the patient's condition and complexities of medical management. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.